Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and rewind anomaly. The customer¿s blood glucose level was 217 mg/dl at the time of the incident. The insulin pump was squirting out during the manual prime process. The insulin pump also made grinding noises during rewind process. Customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range.